Event description:
A certified ophthalmic assistant reported that an intraocular lens (iol) was exchanged following bilateral lens implant procedures. Additional information was received from the assistant who reported the patient was unable to tolerate the multifocality of the lens. The event resolved with treatment (lens exchange). There are two medical device reports associated with this event. This report is for the left eye. The right eye file was reported under manufacturer report number 1119421-2013-00549.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(6) 2013. (B)(4).